Manufacturer narrative:
Continuation of d10: product ID: 37751; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt says they can't connect to charge implant "months and months ago". They said prior to this they were trying to charge but kept getting the thermometer icon because their "body is too hot and the recharger kept giving the thermometer icon". The reason their body was hot was because they got covid on (B)(6) 2020 and are a "long hauler" covid patient and have "had a fever for months and months". Pt says they have rsd and are having pain but reason is because they can't use/charge the ins. Pt said they last successfully charged sometime in 2021 but doesn't remember when. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have had fevers for many years and the fevers caused their body temperature to be too high and they could not charge the implanted neurostimulator for years since probably covid. Patient asked if manufacturer rep could get her ins restart again. Agent reviewed device function. Agent reviewed best practice to recharge the insr. Agent reviewed ins in possible overdischarge stated and recommend patient consult with hcp ofc for next step. Agent reviewed reps' role. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient was going to have their implant changed to non-rechargeable battery and their implant would be changed that friday. Patient stated every time they sat on it to charge the thing would say body too hot too warm. The patient mentioned they had 3 or 4 non-rechargeable batteries and they were fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that they had covid-patient was running very high fevers for a very long period of time, months. When patient tried to charge their stimulator their body temperature was too hot to charge - finally the stim battery died. During covid, it was hard to get to a doctor. Patient was truing to come off their medications without a doctor in the middle of the covid- it was very hard time with fevers for the patient. Patient's fevers have gone away. A new battery is in place and the pain is being care for by pain management under the hcp.